Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. A diskette received post mortem by guidant's technical services for evaluation, revealed 22 episodes on 24 feb 05 beginning at 1356 until 2/24/05 at 1443. The last episode recorded was at 2/24/05 at 2243. Several of the initial episodes are monomorphic ventricular tachycardia which degraded into a wide, agonal, aberrant rhythm. There is evidence of possible double counting and there are a few beats that are undersensed. The physican believes that the device undersensed when it should have delivered more aggressive therapy. ,